Event description:
It was reported that the patient became decannulated as the flange of the trach broke and it became unsecured. There was injury, no harm to patient or adverse affects. No no medical intervention was required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other text: the complaint sample and a photo was returned for evaluation. Visual inspection was performed with the unaided eye. Inspection of the photo provided by the complainant showed a torn eyelet. Inspection found that the sample had a split on the righthand eyelet in the lower right quadrant and a slight nick / cut started to develop on the upper right quadrant of the eyelet. There appeared to be two small nicks / cuts forming on the lower and upper left side quadrants of the left-hand eyelet. Fault has been confirmed and no other product fault was detected. A pull test was conducted on the left-hand eyelet with the two slight nicks / cuts to determine the eyelet strength; the result of the pull test confirmed that the product meets the required specification for eyelet strength. The eyelet broke at 15.83 lbf (pounds-force) which exceeded the minimum requirement of 11.24 lbf (pounds-force). The split on the eyelet likely resulted from the device being in contact with a sharp object such as a velcro tracheostomy holder. The instruction for use, states under warnings to guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. Using the twill tape holder supplied with the product is suggested. No corrective actions are planned at this time. Complaint data and trends are regularly analyzed and further actions are taken accordingly. A device history record review was unable to be performed since no lot number was provided. (H6c, h6d, h6e). D4: device lot number is unknown, no product information has been provided to date.